Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in spain on 29-may-2024, 09-jun-2024, 15-jun-2024 and 23-jun-2024, it was reported that the patient faced four infusion sets kinked cannula within 3 or more hours of insertion. Infusion sets were in use for few hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.